Manufacturer narrative:
Follow-up # 1 ¿ (6/24/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/5/2013 and 6/17/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed on an unknown date/time she tested on the subject meter and observed a value of "268mg/dl" as compared to a lab result of "341mg/dl." The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is not known how the patient manages her diabetes or what actions she took in response to the alleged issue. At an unknown date/time, the patient claimed she had symptoms of "hypoglycemia" but could not specify what her symptoms were. It is also not known whether the symptoms developed before or after the alleged issue with the meter. The patient denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from an approved sample site. The subject test strips were unexpired and stored correctly. The subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. It was not clear what symptoms the patient was experiencing or whether they occurred before or after the alleged issue with the meter. The results reported for the subject meter and the lab did not suggest a possible hypoglycemic event. Furthermore, the patient denied requiring medical treatment. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.